Event description:
It was reported that pump screen was dark and would not turn on despite multiple attempts to power it on and charge it. There was no adverse impact to the customer's blood glucose level. Customer planned to use backup insulin pump for insulin delivery, and technical support arranged replacement pump, confirmed shipping details, and instructed customer to place malfunctioning pump in storage mode and return it within required timeframe, as well as to program pump settings and reconnect continuous glucose monitor on replacement device.